Event description:
It was reported that at a follow-up appointment, this cardiac resynchronization therapy defibrillator (crt-d) was found to be operating in end-of-life (eol), with an extended charge time of 31.5 seconds. The physician suspected that the battery was depleting prematurely. Subsequently, this device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. This crt-d has been received for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visal examination noted the device case was swollen in the area containing the high voltage (hv) capacitors. Review of device memory confirmed that the device had reached elective replacement indicator (eri) battery status due to long charge times. Testing confirmed that an internal component was not securely attached to the circuit substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the shock charging circuitry of the device resulted in the lengthened charge times that triggered eri (note that the battery was not depleted, but replacement indicators were triggered because capacitor charging was not accomplished within the specified time). Engineers determined that the conductive epoxy used to connect the diode component to the printed circuit board did not create a secure connection. This intermittent connection manifests during capacitor reformations or therapy charges.

Event description:
It was reported that at a follow-up appointment, this cardiac resynchronization therapy defibrillator (crt-d) was found to be operating in end-of-life (eol), with an extended charge time of 31.5 seconds. The physician suspected that the battery was depleting prematurely. Subsequently, this device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. This crt-d is expected to be returned for analysis.